Event description:
It was reported that the user¿s ilet external display became partially nonfunctional after the device was accidentally shut in a car door by a valet, resulting in the top half of the screen appearing black without a visible surface crack; the device otherwise had no alerts or alarms and the user was guided to shut down the ilet. Symptoms included no reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interview, device use review, and instructions provided to sync data to the mobile app, shut down the ilet, and start up the replacement device since data would not transfer. Investigation of this case revealed mechanical damage to the display assembly consistent with external physical impact, with no evidence of a performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external impact.